Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet with infusion sets, citing repeated bent cannulas with inset sets, intermittent disconnections, and subsequent transition to steel sets and then to multiple daily injections; the user remained disconnected for an extended period and requested assistance with reconnection and a factory reset. Symptoms included elevated blood glucose up to 500 mg/dl with high ketones. Outcomes included prolonged hyperglycemia outside target for approximately two days, self-management with backup insulin injections, and no hospitalization or professional medical intervention. Investigation included technical support troubleshooting and user education, collection of product lot information, and coordination for reconnection support. Investigation of this case revealed no confirmed device malfunction and an unclear cause of hyperglycemia related to infusion set performance and user disconnection. It was concluded that the event was user-reported hyperglycemia with cause unclear, with no device failure confirmed and no additional hazards identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.